Manufacturer narrative:
Concomitant medical products: mdt lead, implant date: unknown, mdt lead, implant date: unknown. User facility: na, uf/importer report number: na, (B)(4). Contact person: n/a. Phone number: (B)(6), date user facility became aware of event: 18-oct-2021, type of report: initial. Date of this report: 02-dec-2021. Approximate age of device: n/a. Event problem codes: n/a. Report sent to FDA: yes, 20-dec-2021. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic, plc addl: (B)(4). City: (B)(4). State: mn zip: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) was removed and capsular debridement was performed. No further patient complications have been reported as a result of this event.